Event description:
The customer reported the device switches on/off continuously and the spco value are inaccurate. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. The device was returned with a missing battery compartment lid. The power on/off button did not work properly, causing the unit to power on and off intermittently by itself. The unit was found to visually and audibly alarm when alarm limits were breached. The speaker¿s sound was crisp and clear. The customer¿s device does not have the spco parameter enabled and it is incapable of showing spco measurements. The device had only the spo2, pulse rate, and pi parameters enabled and was able to obtain measurements using these parameters. The customer's complaint regarding the spco accuracy issue was not duplicated; however, the customer's complaint regarding the device powering on and off by itself was duplicated. A service history record review reveals that this unit was in the field for over twelve (12) years with no previous reported issues prior to this reported event.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Device not returned.

Event description:
The customer reported the device switches on/off continuously and the spco value are inaccurate. No patient impact or consequences were reported.